Manufacturer narrative:
Date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that their ins "went dead" and they were going to need it replaced. Caller said they had gotten all their paperwork together for the procedure. Caller said they had lost their programmer "about 3 months ago" and had gotten a new one, but couldn't get it to connect to ins so they went to their healthcare provider (hcp). Caller said that was when hcp told them ins was dead. Caller said that "since last saturday" they have been "extremely sick" and "not feeling well" and were "not able to function". Caller wanted to know if "leakage" is possible when ins goes dead. Agent understood caller to mean "leakage" from ins. Patient services reviewed ins longevity and return of symptoms when ins is at end of service. Caller said they had not gotten a call back to schedule procedure. The patient was redirected to their healthcare provider to further address the issue.